Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated the infection has resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-05198. It was reported the patient presented to the physician with an infection on their lead sites on the scalp due to wound healing issues. The site was cleaned and re-sutured.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-05198. Follow up information identified the dbs system is still implanted. Wound healing has been temperamental. Sutures remain in place. The patient is currently off antibiotics and the patient continues to be followed every 2-3 weeks. It is unknown if there are any signs of infection